Event description:
Physician treated a stenosed lesion in the tibial artery using pacific xtreme balloon dilatation catheter. The lesion was non-calcified and vessel non-tortuous. It was reported that the device was used past its use by date. Patient is fine, no adverse effects because of use of expired device, and no impact on patient. Patient was discharged with no adverse effects reported to date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.